Event description:
It was reported that the customer's insulin pump screen was blank and making a buzzing sound. Customer's blood glucose was 140 mg/dl. The insulin pump reportedly had not been bumped or dropped and no physical damage, corrosion, or exposure to moisture was noted. During troubleshooting, customer was advised to clean battery cap contacts and insert a new battery. The display did not return. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.